Event description:
Carefusion primary IV tubing either leaks or is broken at connections. It occurred once with one 1 port and one 2 port primary tubing. Adult: when placing smart site infusion primary tubing into the pump, tubing broke apart at the connection; small amt of medication lost. No harm to patient. (#2420-0500). Nicu baby: IV tubing had been running for about 24 hours then began leaking inside of pump. Leak site was at upper blue hub of IV tubing. No harm to patient. (#2401-0500).